Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erroneous sodium results. The service documentation revealed that there were bubbles in the reference solution tubing from bottle. The fse removed and cleaned the sample pot and electrode inlet port which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse replaced the ise (ion selective electrodes) tubing which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: sodium (na).